Manufacturer narrative:
.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a hair was found inside the packaging. When the physician opened the product, he noticed that a hair was inside the pouch. The procedure was completed with another device. There were no reported pt complications. The current pt status is reported as "good".